Event description:
It was reported that this right ventricular (rv) lead has had noise oversensing which resulted in the minute ventilation feature being disabled. Three hours after this occurred, the pace impedance measurement went to greater than 3000 ohms and has remained saturated, since then. Technical services suggested to get an x-ray to assess the lead. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. This report is being filed to correct the d4 model number, catalog number, expiration date, and unique identifier number. They were corrected as they were inadvertently entered incorrectly on the initial report.

Event description:
This report is being submitted for the analysis results.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned and was not severed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coils had a break at approximately 23 to 24 cm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead has had noise oversensing which resulted in the minute ventilation feature being disabled. Three hours after this occurred, the pace impedance measurement went to greater than 3000 ohms and has remained saturated, since then. Technical services suggested to get an x-ray to assess the lead. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.